Event description:
It was reported that after approximately 36-48 hours of pod wear on the leg, the skin at the infusion site developed swelling, redness, and warmth to the touch, which prompted the patient to seek medical attention. The patient stated that the skin reaction occurred with two different pods. She consulted her healthcare provider via telephone and received a diagnosis of cellulitis, along with a prescription for antibiotics. No in-person medical evaluation was performed. The patient did not report any additional symptoms or further medical intervention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.